Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe stopped actuating and cutting during a procedure. The condition of aspiration is unknown. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. One opened and one unopened probes were received with tip protectors, in trays along with other items, for the report of cutter stopped actuating during surgery. The customer requested investigation on the unopened probe as well as the used probe. Two videos were provided on the returned digital versatile disc (dvd). The first video shows the console running. Near end of video all noises stop and all numbers on console read zero. The second video shows an exterior view of surgery; no details of what is happening inside the eye can be seen. Sounds of the probe in use can be heard at the start of the video, the sound then stops and starts again toward end of video. The reason for the sound stopping cannot be determined from the provided videos. Sample #1 (unopened sample) was visually inspected and was found conforming. The sample was then functionally tested for actuation, aspiration, and cut and was found conforming for all three functional tests. Sample #2 (opened sample) was visually inspected and was found conforming. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found conforming for actuation and aspiration and was non-conforming for cut. Sample #2 was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, cutting edge, and several other locations along the inner cutter. The complaint evaluation does not confirm that the probe had an actuation issue; the probe was functionally conforming for the actuation test. The evaluation did indicate that the probe had a cut issue. The root cause for the cut non-conformance as well as the damage observed on the inner cutter is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Excess surgical use of the probe could also have contributed to the actuation issue observed and reported by the customer, even though the probe passed functional actuation testing at the manufacturing site as part of this evaluation. No action has been taken as the probe was functionally conforming for actuation and it appears that the observed cut non-conformance was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).